Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reporting right side "linear rupture of the implant capsule during explantation. According to ultrasound, a violation of the integrity of the right implant." Healthcare professional has confirmed the reported events. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reporting "during explantation, linear rupture of the implant capsule. According to ultrasound, a violation of the integrity of the right implant". Physician has confirmed the reported events. This relates to the right device. Device has been replaced.